Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the clips would not release. There was no pt consequence.

Manufacturer narrative:
H6; tip spring misassembled and mispositioned. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and techncians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, no; clip stack pressure, poor; clip staging, poor; clip track location, good; condition of cartridge cover tabs, good and tota; # clips remaining, 5. Functional tests & results: anti-backup functional, n/a; clip form properly, no; clip feed properly, no; cycle applier, no and lockout functional, n/a. Analysis conclusion: based upon inquiry info received, and visual examination, it was concluded that reported incident may have been caused by misassembly of instrument. Applier was received with jammed pusher and with no clip in jaws. Applier was disassmbled and trip spring was found to be caught under pusher and misassembled onto pusher causing pusher to bind in cartridge. It was concluded that mispositioned and misassembled trip spring was due to assembly error during MFR of instrument. Assembly management has been notified of incident and product inquiry will moniotr for additional occurrences.